Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer was provided with a speaker assy part number 16357. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator does not sound an alarm. When the unit is turned off, the end user should hear an audible alarm. Furthermore, there was no patient associated with the reported event.